Event description:
It was reported that at implant and during positioning of the atrial lead, the right ventricular lead dislodged. After repositioning it in the rv apex, it was not possible to extend the helix. The lead was removed and new lead implanted without any problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; full lead was returned and analyzed. Further testing revealed blood in/on helix mechanism and helix mechanism sleeve head.